Event description:
Terumo medical corporation received the following reported information: the glidewire tip fractured on plaque inside the patient's superficial femoral artery (sfa). The entire wire was successfully removed. There was no blood loss, and the patient was stable. Additional information was received on 12jan2026: the procedure performed was a peripheral revasc of the sfa. The wire was removed, and a snare was used to pull the tip out. An angiogram was performed to confirm the tip was removed entirely. The patient was stable following the removal of the wire.